Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the event. Treatment for the peritonitis was not reported. During hospitalization, the patient developed sepsis. The cause of sepsis was unknown. The treatment for sepsis was not reported. Pd therapy was discontinued and the patient was placed on hemodialysis. The patient recovered from the peritonitis and sepsis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Hospitalization date was reported as ¿(B)(6).¿ the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.